Event description:
It was reported that, this right atrial (ra) lead exhibited loss of capture (loc) and noisy signals during an atrial tachy response (atr) episode. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).